Event description:
04jun25 upon further review it was confirmed that the patient blood glucose levels were not affected by the occlusion alarm. Therefore, this event is now deemed not reportable.

Manufacturer narrative:
B5 corrected. H11 health effect-clinical code changed to "no clinical signs, symptoms or conditions. This case is non-reportable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported by the prestataire that the patient's blood glucose (bg) levels reached 490 mg/dl. It was noted that the cannula was bent and an occlusion was present upon removing the pod. No information was provided on how hyperglycemia was treated.